Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that prior to the implant the pacemaker indicated elective replacement indicator [eri]. It was further reported that the device was able to be reprogrammed; the event was possibly due to the cold environmental temperatures. The device was not implanted. No patient complications have been reported as a result of this event.